Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. Prior to sensor insertion in the left side of the abdomen, the area was prepped with alcohol. On (B)(6) 2022, the patient developed a rash under the sensor patch area and decided to remove the sensor. At an unspecified later time, the rash spread past the sensor patch perimeter (naval area to the rib cage). On (B)(6) 2022, the patient was at the hospital for a non-dexcom product related appointment and had the reaction site checked by a healthcare personnel (hcp). The patient was prescribed an unspecified oral antibiotic for the reaction for the course of five to ten days. No additional patient or event information is available.